Manufacturer narrative:
(B) (6). (B) (6). Device reported as ultraflex esophageal partly covered, 15cm x 18/23mm. (B) (4) (medical intervention required). (B) (4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation through a retrospective review, that an ultraflex esophageal partly covered stent was used during a stent placement procedure in the upper gastro-intestinal tract, performed on (B) (6) 2008. According to the complainant, on (B) (6) 2008 an ultraflex stent was placed, and then a second stent was placed on (B) (6) 2008 for the management of a post bariatric surgery leak. On (B) (6) 2008, it was noted that the second stent placed had migrated. No issues were reported with the first stent placed. The second stent was successfully removed endoscopically without complications on (B) (6) 2008. During this same procedure, another ultraflex stent was placed without any complications. Per the planned treatment algorithm, a polyflex stent was placed across the two ultraflex stents on (B) (6) 2008. As planned, all three stents were removed on (B) (6) 2008 without complication, and the leak was reported as healed. The patient was reported to be in good health. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation through a retrospective review, that an ultraflex esophageal partly covered stent was used during a stent placement procedure in the upper gastro-intestinal tract, performed on (B) (6) 2008.according to the complainant, on (B) (6) 2008 an ultraflex stent was placed, and then a second stent was placed on (B) (6) 2008 for the management of a post bariatric surgery leak. On (B) (6) 2008, it was noted that the second stent placed had migrated. No issues were reported with the first stent placed. The second stent was successfully removed endoscopically without complications on (B) (6) 2008. During this same procedure, another ultraflex stent was placed without any complications. Per the planned treatment algorithm, a polyflex stent was placed across the two ultraflex stents on (B) (6) 2008. As planned, all three stents were removed on (B) (6) 2008 without complication, and the leak was reported as healed. The patient was reported to be in good health.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.additional information received may 26, 2010:there were no issues during the placement of the stent (the subject of this complaint) on (B) (6) 2008. The stent expanded to functionality and relieved the patient's symptoms. Migration of the stent was noted on (B) (6) 2008 when the patient presented with symptoms pointing to a persistent leak. Details of the patient's symptoms were not reported to boston scientific.

Manufacturer narrative:
Device evaluation: as the device has not been returned, boston scientific could not perform a technical analysis. A labeling review identified that this device was not used per the directions for use (dfu) / product label. The dfu / product label states "the ultraflex covered and uncovered esophageal and esophageal ng stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only. The ultraflex esophageal stent system and the ultraflex esophageal ng stent system are contraindicated for any use other than those specifically outlined under indications for use." However, the complaint states that the stent was used during a stent placement procedure for the management of a post bariatric surgery leak in the upper gastro-intestinal tract. In addition, the dfu / product label states "the ultraflex esophageal stent system is not intended to be moved or removed once it is deployed. If it is necessary to move or remove the stent, it should be done only during the initial stent placement procedure and prior to balloon dilatation using an atraumatic retrieval device to grasp the suture threaded around the stent end." However, the complaint states that the stent was successfully removed as planned. Stent migration is listed in the dfu as a potential post-stent placement complication. As a result of this review, this event has been assigned the most probable root cause of user error. Neither a review of the manufacturing documentation nor a similar complaint batch review could be performed as the batch number is unknown.